Event description:
Reportedly, on the first firing of the universal stapler across the stomach, using a 60mm 3.5 roticulating sulu, the instrument made a popping noise. The surgeon then continued firing to the distal end. Upon removal, the second half of the staple line was not formed, and the proximal staple line was coming undone. The surgeon converted to open procedure and finished case by over sewing the open staple line.